Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a lasso® nav eco variable catheter. Initially it was reported that during the procedure the flip mechanism was damaged. The issue was resolved by exchanging the catheter. No patient consequence was reported. Additional information was received on the event. The loop of lasso® nav eco variable catheter became fixed in a full contracted configuration. The control knob was rendered inoperable and could not be manipulated. The physician did not report any difficulty in removing the catheter. The device was first visually inspected, and there was no visual damage or anomalies observed. The second visual revealed a slight bent at the transition between the lasso loop and tip lumen. Then, the deflection & contraction tests were performed. They were found within specifications. The catheter was deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the slight bent cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Also, the knob operation was verified and it was found in good condition. Manufacturer's reference number: pc-000510284.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 8/6/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a lasso® nav eco variable catheter and the catheter loop became fixed in a full contracted configuration. Initially it was reported that during the procedure the flip mechanism was damaged. The issue was resolved by exchanging the catheter. No patient consequence was reported. Additional information was requested to obtain clarification to this issue. However, with the information available the issue of the flip mechanism was damaged was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Additional information was received on the event on (B)(6) 2019. The loop of lasso® nav eco variable catheter became fixed in a full contracted configuration. The control knob was rendered inoperable and could not be manipulated. The physician did not report any difficulty in removing the catheter. Per the additional information received stating that the loop of the catheter became fixed in a full contracted configuration has now been re-assessed to a reportable malfunction. The awareness date of this reportable issue is (B)(6) 2019.